Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the time and date in her utilities was grayed out like it was not allowing her to change it and had hardware low level failure alarm during self test. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump failed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No grey display noted. The time clock was monitored and no time clock anomaly noted. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly.